Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
Complaint reported via medwatch # 3901330000-2020-8077 on (B)(6) 2020. Cardiac intense care unit (cicu) fellow; doctor called to bedside to assess intra-aortic balloon pump (iabp) low augmentation pressure alarm. Waveform on balloon pump is normal. Iabp reading of 42/5. Cicu attending, doctor, determined that it is a balloon malfunction. Cuff reading blood pressure within defined limits, titrating meds per cuff reading. Doctor requested another arterial line placement. Cicu resident at bedside to place left radial art line. Art line pressures correlating with cuff pressure. Iabp removed pre cicu fellow. No issues upon removal, balloon intact. Patient tolerated well, vital signs stable. Date of event - (B)(6) 2020.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint #: (B)(4). H3 other text : device not returned.

Event description:
Complaint reported via medwatch #: (B)(4) on 08-december-2020. Cardiac intense care unit (cicu) fellow; doctor called to bedside to assess intra-aortic balloon pump (iabp) low augmentation pressure alarm. Waveform on balloon pump is normal. Iabp reading of 42/5. Cicu attending, doctor, determined that it is a balloon malfunction. Cuff reading blood pressure within defined limits, titrating meds per cuff reading. Doctor requested another arterial line placement. Cicu resident at bedside to place left radial art line. Art line pressures correlating with cuff pressure. Iabp removed pre cicu fellow. No issues upon removal, balloon intact. Patient tolerated well, vital signs stable. Date of event - (B)(6) 2020.